Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power switch was replaced to resolve the reported issue. No report of patient involvement. Date of device manufacture unknown at time of MDR filing.

Event description:
A ge healthcare service representative reported a defective power switch that could result in a complete loss of ventilation. There was no report of patient involvement.